Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('some separation of inner and outer coil, left coil does look to be further into your uterus'), abdominal pain lower ('cramping / pain') and vesical fistula ('bladder fistula') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful sex"), genital haemorrhage ("bleeding"), polymenorrhoea ("periods after 1 week"), feeling abnormal ("feel crazy"), anxiety ("anxiety"), peripheral swelling ("leg swelling"), vesical fistula (seriousness criterion medically significant), loss of libido ("no sex drive"), memory impairment ("memory problems/ forgetful"), urinary incontinence ("urine leakage"), constipation ("constipation"), vaginal cuff dehiscence ("vaginal cuff tear") and haematoma ("hematomas"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the device expulsion, abdominal pain lower, pelvic pain, dyspareunia, genital haemorrhage, polymenorrhoea, vesical fistula, loss of libido, memory impairment, urinary incontinence, constipation, vaginal cuff dehiscence and haematoma outcome was unknown, the feeling abnormal and anxiety had resolved and the peripheral swelling was resolving. The reporter provided no causality assessment for feeling abnormal with essure. The reporter considered abdominal pain lower, anxiety, constipation, device expulsion, dyspareunia, genital haemorrhage, haematoma, loss of libido, memory impairment, pelvic pain, peripheral swelling, polymenorrhoea, urinary incontinence, vaginal cuff dehiscence and vesical fistula to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event partial expulsion of device was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping / pain') and vesical fistula ('bladder fistula') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful sex"), genital haemorrhage ("bleeding"), polymenorrhoea ("periods after 1 week"), feeling abnormal ("feel crazy"), anxiety ("anxiety"), peripheral swelling ("leg swelling"), vesical fistula (seriousness criterion medically significant), loss of libido ("no sex drive"), memory impairment ("memory problems/ forgetful"), urinary incontinence ("urine leakage"), constipation ("constipation"), vaginal cuff dehiscence ("vaginal cuff tear") and haematoma ("hematomas"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, pelvic pain, dyspareunia, genital haemorrhage, polymenorrhoea, vesical fistula, loss of libido, memory impairment, urinary incontinence, constipation, vaginal cuff dehiscence and haematoma outcome was unknown, the feeling abnormal and anxiety had resolved and the peripheral swelling was resolving. The reporter provided no causality assessment for feeling abnormal with essure. The reporter considered abdominal pain lower, anxiety, constipation, dyspareunia, genital haemorrhage, haematoma, loss of libido, memory impairment, pelvic pain, peripheral swelling, polymenorrhoea, urinary incontinence, vaginal cuff dehiscence and vesical fistula to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event added: pelvic pain. Fu 1, fu 2, fu 3 fu 4, fu 5, fu 6 processed together on 15-apr-2020: quality-safety evaluation of product technical complaint. On 20-mar-2020: social media content received: previously reported event medical device removal was replaced by abdominal pain lower and new event feel crazy, painful sex, no sexual desire, polymenorrhoea added. Reporter information added. On 20-mar-2020: social media content received: new event- bleeding, memory impairment was added. Reporter added. On 23-mar-2020: social media content received: reporter's information added. On 23-mar-2020: social media content received: added event anxiety, leg swelling, bladder fistula, urinary incontinence, vaginal cuff dehiscence, constipation, haematomas. Reporter added. Date of essure insertion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal (presumably of essure)') in a female patient who had essure (batch no. Unk) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.